Manufacturer narrative:
The insulin pump was received intermittent button response due to flattened and creased act button dome switch. Inspected the connector on the lcd and no unlock keypad connector. The insulin pump had cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the act key was not responsive. The blood glucose was normal and did not require medical treatment. The insulin pump was replaced and returned for analysis.